Manufacturer narrative:
The supplier determined that the reported issue is due to a problem with how the loctite is applied inside of the udg (universal drill guide) handle. The loctite did not appear to be strong enough. The suppler applied loctite generously to both male and female threaded areas of a 30 piece sample. There was a lot of excess, but left in place as loctite 648 is anaerobic (does not cure in open air). After curing for 2 hrs. Per manufacturer's specifications, instruments were cleaned with denatured alcohol and nylon brush. Handles were counter-torqued and did not move. Root cause was determined to be the manner in which loctite was applied, with the operator assuming too much is being applied with the excess flow from the threaded feature. It was determined that it is important to coat loctite on both mating surfaces. Excess will squeeze out and can be cleaned in final step of assembly. Loctite should be allowed to cure for 2 hours minimum. The mating areas shall then be cleaned with denatured alcohol and nylon brush to remove excess loctite 648. It has been added to the final inspection and assembly verification to counter-torque handle with a reasonable amount of force to ensure loctite is present and bonded.

Manufacturer narrative:
A review of the device manufacturing records showed no anomalies. A review of the complaint history found no other complaints for lot number 141106. The issue will be documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative received a report from a site that, while in a spine procedure, their tissue protector shaft detached from the handle on a universal drill guide. This was the first time this instrument was being used. There was no delay in the procedure. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement drill guide shipped to site (B)(4) 2015. Medtronic investigation of returned suspect drill guide finds that, as reported, the shaft of the drill guide has cleanly detached from the handle. There is no evidence the shaft had ever been welded to the handle. Mechanical failure - manufacturing defect.

Manufacturer narrative:
The surgeon continued navigating with another universal drill guide from a second instrument set.correction to last sentence on initial 3500a: "mechanical failure - manufacturing defect."

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿